Event description:
A caller reported a malfunction on their pump, identified by a software error. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer technical support provided information to reset the pump, assisting the caller in successfully doing so. The issue did not recur, and the customer was advised to continue using the pump and to contact support again if the problem returned.